Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not power on. No report of pt involvement; no pt impact.